Event description:
It was reported that the t: slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no adverse impact to the customer¿s blood glucose level, as the issue did not lead to a pump shutdown or inability to turn the pump back on. The customer resolved the issue by switching between a tandem wall adapter with both a non-tandem and tandem charging cable, and the pump began charging without further assistance required.